Manufacturer narrative:
Batch review performed on 25 june 2019: lot 1920448: 100 items manufactured and released on 15 february 2019. Expiration date: 2024-02-04. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any other similar reported event. Visual inspection performed on 11 july 2019: pictures attached to the complaints has been taken in consideration during the visual inspection. The set screw (ref. 03.50.206, lot. 19205448) is broken and a part of the thread is damaged. The functionality of the set screw is compromised. The potential root cause of the damaging is the cross threading with the pedicle screw head due to a probably misalignment between the two components. Additional information: different instrument are available in the must standard set or on demand to aim the surgeon during the set screw placement (i.e. One step reducer, two step reducer, locking tower, enhanced set screw driver).

Event description:
The set screw broke during insertion into the tulip. It has been replaced, and the two fragments were removed from the patient.